Manufacturer narrative:
Analysis of the fiber (lot f3917s) revealed a complete fiber break just behind the strain relief of the proximal end of the fiber with charring evident on both break point areas. The fiber distal tip showed minimal usage indicating the fiber did successfully function prior to breaking. Presence of charring at both sides of the fiber break point indicates the break occurred while laser energy was being applied. It was noted that the fiber did not break when tested on the bend radius test fixture at the minimal bend radius of 7 mm. The minimally damaged distal tip and cumulative laser energy noted on the rfid tag scan indicates the fiber break occurred soon after laser energy was applied. This break observed in the fiber that was returned was likely the result of user mishandling when the fiber was bent beyond the stated minimum bend radius when laser energy was applied. The location of the break point immediately behind the proximal connector could indicate that the fiber was pulled by mechanical force in a direction perpendicular from the attached laser to the area where the fiber distal tip was being utilized. Dornier fibers are fragile and must be handled with utmost care by the user.

Event description:
"Olympus was informed that during a procedure, the tip of the laser fiber broke off inside the patient. The laser was not powered on when the fiber broke. The user removed the broken fiber and replaced with a new fiber to finish the procedure."